Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the issue.